Manufacturer narrative:
Since device was explanted, the occurrence was determined to be reportable to the FDA.

Event description:
We received a report where at 2-weeks post operative, the doctor noticed failure/brow descent. Device was removed and second surgery was performed on (B)(6) 2015. (Microaire was notified of this on 06/24/2015).